Event description:
The customer's father reported via phone call that the customer's blood glucose had been around 100's mg/dl. Customer had a leaking reservoir which caused their blood glucose to be in the 400-500's mg/dl. Customer just changed the whole set and might be short. Caller did not have time to speak and mentioned that he will call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.